Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2008, patient had an infection and the system was removed. Patient was implanted in 2007 but in 2008 had become infected and the system was removed. Additional information received reported the infection was real and reported by the healthcare professional (hcp). Patient had stayed one year without therapy after removal due to infection. In 2009, patient was implanted again with a new device.